Event description:
Flow rate too fast.

Manufacturer narrative:
Evaluation summary: the information contained herein is based on the information provided by the initial reporter. The information provided indicated that the pumps infused too quickly. No additional information was provided, although requested. The pump involved in this complaint was received on july 22, 2008, and is currently being evaluated. This complaint is being investigated.